Event description:
Device was returned for lcd touch input failure. During initial testing it was found the lcd was registering touch inputs normally. An internal investigation was performed and no fault could be identified; the touch input cable was seated snugly. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: nurses reported screen only responded to touch during infusion if freshly wiped with alcohol. Nurses reported has occurred for 1+ weeks despite cleaning. Concern for safety in the event of an emergency. No patient harm. Pump pulled from service. Logs pulled. No evidence at time of assessment. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.